Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this pacemaker device exhibited high out of range pacing impedance measurements, measuring greater than 2000 ohms on non-boston scientific right ventricular (rv) channel. A lead safety switch (lss) was triggered. The patient was seen in clinic and isometric was performed, there was no noise noted. All lead measurements were within normal limits. The device was re-programmed. Technical services (ts) reviewed the data and stated that there were multiple spikes seen for impedances greater than 2000 ohms. Ts stated that it appeared to be a spring contact issue and not a lead issue. Ts recommended to consider split configuration and boston scientific representative confirmed that the device was reprogrammed to split configuration. This device and non-bsc lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device exhibited high out of range pacing impedance measurements, measuring greater than 2000 ohms on non-boston scientific right ventricular (rv) channel. A lead safety switch (lss) was triggered. The patient was seen in clinic and isometric was performed, there was no noise noted. All lead measurements were within normal limits. The device was re-programmed. Technical services (ts) reviewed the data and stated that there were multiple spikes seen for impedances greater than 2000 ohms. Ts stated that it appeared to be a spring contact issue and not a lead issue. Ts recommended to consider split configuration and boston scientific representative confirmed that the device was reprogrammed to split configuration. This device and non-bsc lead remains in service. No adverse patient effects were reported.